Manufacturer narrative:
A steris field technician was informed of the reported event while onsite for an unrelated matter. The technician inspected the surgical table and identified a 4085 surgical table's headrest being used in place of the 3085 surgical table's headrest. The two headrests are different specifications and are neither compatible nor interchangeable between the two surgical tables. The shafts on the 4085 headrest assembly are shorter than the shafts on the 3085 headrest assembly. Therefore the shafts did not properly secure into the surgical table at the time of the reported event. The technician ensured the correct headrest assembly was retrieved and used with the corresponding surgical table, tested the tables, and confirmed it to be operating according to specification. Section 1 of the operator manual states, "when installing any table accessory, check for correct attachment and tighten securely (if appropriate). Do not use worn or damaged accessory. Check installation before using any accessory." Also section 2 states, "ensure all accessories are properly installed and secured." The user facility's biomedical department has conducted in-service training with the or staff/employees regarding accessory use and safety due to the reported event.

Event description:
The user facility reported at the beginning of a patient procedure, the or staff adjusted the table's head rest angle on their 3085sp surgical table. The headrest assembly became partially dislodged and allowed for the patient's head to slide backwards. The patient was awake and coherent preventing her head from falling back completely. The patient affirmed that she was not injured and the procedure continued. No report of injury, however a procedural delay was reported.